Manufacturer narrative:
The device was not returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. The event can be prevented by following the instructions for use which state: to perform proper reprocessing, the equipment in the following table is required. For details on preparation and directions for use of the following equipment, refer to the respective instruction manuals or contact the equipment manufacturer. Contact olympus for the names of specific brands of detergent solutions and lubricants. Ultrasonic cleaner: use a medical grade ultrasonic cleaner with a frequency range of 38 ¿ 47 khz, and with a depth and a diameter large enough to allow complete immersion of the instrument when the insertion portion is coiled with a diameter of not less than 15 cm. Detergent solution for ultrasonic cleaning: use a neutral ph, low-foaming, medical grade detergent solution with no abrasive. Ultrasonic cleaning: 1. Immerse the entire instrument in the ultrasonic cleaner containing detergent solution. 2. Clean ultrasonically for 30 minutes. For details on operation of the ultrasonic cleaner, refer to the instruction manual of the ultrasonic cleaner. 3. Remove the instrument from the detergent solution. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had been reprocessed by inadequate method. The issue was observed during reprocessing. There was no patient harm reported.